Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter was defective / damaged. The patient was left with an arterial sheath, and the rubber stopper of the heparin cap was dislodged during arterial sealing, resulting in an arterial blood outflow of approximately 5 ml; an immediate replacement of the heparin cap was given.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. No defect sample was returned 2. Review batch record information, 1- the complaint lot# 4016503 was produced in the prn automatic assembly line, the production date is 2024-02, and the m860 packaging machine was packaged in 2024-02, and the batch of products totaled 439.6k; 2- check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3- check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.perform the function test on the retained sample of complaint lot, see the attachment1- the test report of retained sample 1- performed leakage test , rotary the retained sample on standard luer connector , injected the standard water pressure , to confirm whether abnormal on the retained sample , the result is pass; 2- performed the separation force between sleeve stopper and adapter , the result is pass 4. Root cause analysis: 1-due to the defect sample was not returned , the defect cannot be identified ; 2- the function test on the retained sample of complaint lot, the result is pass; based on above on analysis, the root cause cannot be confirmed 5. The plant continue pay attention to this defect.